Event description:
It was reported, the patient¿s butt hurt and had hurt since implant. It was not red, warm, or swollen. The patient ¿just didn¿t have much of a butt¿ and therefore, it hurt. The device was removed because of this. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3889-28 lot# j0406363v, implanted: 2004 (B)(6); product type lead product ID 3095-10, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 3031a, serial# (B)(4); product type programmer, patient. (B)(4).